Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with her device. About 20 or 25 days ago, she came to the hosp complaining of not being able to hear. She had a swelling around the implant bed and mentioned that she had fallen. An x-ray was taken showing that the implant is well placed in the cochlea. Testing shows that the device has malfunctioned.